Event description:
As reported by user facility, event 2: air in line. Unable to resolve with proper troubleshooting. 3 pumps and 3 sets of tubing used. Visible air present all 3 times.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs were provided for evaluation. A visual examination was performed, and it was noted that several air bubbles were observed in the tubing of the sample. Based on the photographs the reported defect of air in line was confirmed. Although the defect was confirmed, due to no sample a thorough investigation was unable to be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.